Event description:
Routine complaint investigation when consumer stated that they received a high reading (217 mg/dl) on pt's medisense 2 glucose meter when compared to a valid laboratory result of 109 mg/dl. There was no report of death or serious injury. The lot number of the test strips being used is unknown. If the consumer was using non plasma calibrated strips, these valves when plotted on a clarke error grid, fall into the "c" zone which has been determined to be clinically significant.